Event description:
In 2005 during a surgery to remove hardware from a posterior thoracic fusion from t7 to t10 as per pt's request due to pain/discomfort, the nex link driver tips broke off of three separate drivers. On one of the occasions the tips were not removed and were left within the grooves of the screw head. The surgeon attempted to remove as much of the fragments as possible.